Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded at the facility and, therefore, was not available for direct analysis by gore. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ per IFU, adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a thoracic aortic aneurysm located proximal to a non-gore manufactured device (valiant), which had been implanted in the descending thoracic aorta in a previous endovascular procedure. During the procedure, the right common femoral artery was cut down and a 22fr gore® dryseal flex introducer sheath was inserted. According to the report, strong resistance was felt, and the sheath could not be advanced. It was reported the access vessel was narrow (measurement not provided) and calcified. Percutaneous transluminal angioplasty was performed, and the physician tried to advance the dilator only. However, but there reportedly was still severe resistance. The physician decided to change access site to the left common femoral artery. The left common femoral artery was cut down and the 22fr sheath was inserted. There was resistance but the sheath was able to be advanced. A gore® tag® conformable thoracic stent graft with active control system was successfully advanced and implanted. After the stent graft was implanted, an intra-operative angiograph for both access vessels revealed a suspected localized dissection in the right external iliac artery. The left side had no issue. An additional stent was implanted to preventively treat the dissection site. The patient tolerated the procedure.